Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged headache, device had strange odor, burning/smoke/electrical odor related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on feb 18 , 20245 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience throat cancer and sore throat. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was observed in the base unit. Manufacture observed the following sound abatement degraded foam indications: · black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. · black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure.dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. · potential mineral deposits throughout the device's iso port (international organization of standardization), blower box, and blower motor. · potential mineral deposits inside humidifier water tank and dry box. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The manufacturer concludes that able to confirm the presence of degraded sound abatement foam. Confirmedthe presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.